Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2015 at 7:00pm. The patient informed the csr that she manages her diabetes with insulin (self- adjuster) and claimed she skipped her usual dose of novomix insulin the following morning at 10:00am in response to the alleged issue. The patient denied developing any symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. The patient claimed she did not perform blood glucose tests on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that based on the information provided the batteries did not need replacing. The csr educated the patient on the meter¿s behavior and auto-shutoff and the alleged meter issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.